Event description:
The device was used during a coronary artery bypass graft procedure. Reportedly, the jaws scissored and there was tissue trauma. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.